Manufacturer narrative:
Service representatives replaced the tank yolk and tested the system.

Event description:
Customer reported a leak on the o2 tank used with the anestar anesthesia system. No patient injury was reported.